Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:the device related to the reported event of rupture was received on july 20, 2023, with lot number 1664132. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed opening on the device. Additional observations: ¿ crease fold observed on the device. ¿ deformation observed on the device. ¿ wear abrasion observed. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.